Manufacturer narrative:
(B)(4). Customer returned pump for an alleged crack at the battery compartment found on the event date (B)(6) 2021. Pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the corroded battery tube. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection cracked battery tube threads, cracked case corner of the belt clip rails near the battery compartment and corroded battery tube. Confirmed moisture damage pcba 1 / pcba 2 / harness assembly. Confirmed cracked case corner of the belt clip rails near the battery compartment and corroded battery tube.

Event description:
Information received by medtronic indicated that the insulin pump was cracked. There was fluid under the liquid crystal display. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.